Event description:
It was reported that an implant had to be removed due to inability to get cover screw to thread into internal chamber at time of surgery. Implant was removed during same surgery. No pt injury has been reported.